Manufacturer narrative:
The device has been in use since 2006 and maintenance history is unknown. The complaint, as received, indicates that the loop of the sling somehow became detached from the spreader bar hook during transfer of the patient. Properly used, sling loops will not come off the hook as described. User guides are clear in instructing as to the proper and safe use of the product. User reportedly slid out of her sling and diagnosed with a hematoma on the left side of her head. The user reportedly passed two days later and ruled as a cardiovascular lapse. Its unknown if the injury is related to her death in any way. MDR filed based on reported medical intervention.

Event description:
The consumer was being transferred from her bed to her chair with two nurse aids assisting with the transfer. During the transfer, the loop at the bottom of the sling "lapsed", causing the consumer to slide out of the sling and hit her head.